Manufacturer narrative:
(B)(4). Batch # r5at0n. Investigation summary: one photo was provided: the picture shows the jaws of a device with a gold reload loaded. Several not properly formed staples can be seen on the cartridge deck. Also, the anvil can be seen damaged. Based on the staples noted on the photo and the condition observed on the anvil the event describe is confirmed, however no conclusion or root cause could be determined. The analysis found that one psee45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr45d cartridge reload was received partially fired 1/10 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an lung resection, the stapler did not fire correctly during a lung procedure. No other information available.